Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced breast implant rupture, and capsular contracture; baker grade IV on her left side postoperatively. From available information, the left implant was re-implanted during bilateral breast revision surgery in 2019. The patient underwent bilateral explantation and replacement with mentor gel implants on (B)(6) 2021. On november 23, 2021, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV on her left, and ii on the right along with left side rupture. The patient was replaced with non-mentor natrelle devices on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Manufacturer's reference number: (B)(4).